Event description:
Physician called and said the option filter did not open up and was a risk for migration. To him, it appeared the legs got tangled and was not allowing it to open all the way. He said that after playing with it a little, he forced one leg to open, but the others would not. He was unable to retrieve the filter due to the patient's medical condition. The patient was in ICU and he deployed the filter bed side using a portable c arm. He sent a picture that was forwarded on to the angiotech vascular product manager via phone. He will be forwarding other pictures as soon as possible, he says. On (B)(6), the physician called the angiotech sales representative back and said that the patient had died. He said the patient had clots throughout her body, and she was discovered unconscious in her house and was in really bad shape. He did not attribute the death to the filter but did not know the cause of death.

Manufacturer narrative:
An investigation was performed to obtain any and all information pertaining to the option filter placement. A review by the rex medical engineering team, as well as, rex management, of the filter placement photo taken by dr. (B)(4) shows that the option filter appears to have been placed improperly within the patient. It appears that the filter was placed in the lumbar vein and not the ivc. Per labeling requirements, the option filter is to be placed in the ivc. Furthermore, upon evaluation of the submitted image, it does not appear that the filter legs were entangled per the user's statement. A request for additional images could not be completed, as this was the only photo/image taken during the procedure. We did get confirmation from dr. (B)(4) that the filter was placed from a jugular approach. Misplacement of ivc filters into the lumbar vein is more frequent from a jugular approach than a femoral approach and is commonly mistaken for placement in the ivc. This appears to be a user error isolated incident.